Manufacturer narrative:
The customer has not complained of any further issues. The field service engineer (fse) performed preventive maintenance on 08-nov-2022. The fse did not identify any instrument issues and only replaced parts as part of preventive maintenance. No relevant alarms were observed on the customer's alarm trace data. Since calibration and qc do not suggest an instrument issue, no issues were identified with the reaction curves provided for the questionable results, and the fse did not identify an issue, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2), ua2 uric acid ver.2 (ua2) and altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation (altlp) on a cobas 4000 c (311) stand alone system. The initial crep2 result was 420 umol/l. The repeat result was 104.00 umol/l. The initial ua2 result was 257.17 umol/l. The repeat result was 335.71 umol/l. The initial altlp result was 11.85 u/l. The repeat result was 69.27 u/l. The initial results were reported outside of the laboratory where the patient complained. Repeat testing was performed on (B)(6) 2022. The crep2 reagent lot number was 639029 with an expiration date of 31-jan-2023. The ua2 reagent lot number was 638833 with an expiration date of 31-mar-2023. The altlp reagent lot number was 640874 with an expiration date of 31-jul-2023.